Manufacturer narrative:
The event device was returned to applied medical for evaluation. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: "lapa lobectomy". Event description: "dr. [Name] used this trocar for scope in lobectomy, after the surgery when he removed the trocar from patient body, realized there was the crack on the beveled tip of the cannula. And tried to find out the fragment inside of the patient body, but there was not. He presumed that it was sucked through the suction probe." Type of intervention: na. Patient status: "no patient injury".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by force applied at the cannula tip by an instrument that was inserted through the trocar during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.